Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the screw loosened and upon further investigation of the patient, the customer found that the screw fractured and was stripped.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® gold-tite® hexed screw (iunihg) was not returned. Since the reported product has not been returned, visual/functional evaluation could not be performed. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the device dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported events. Complainant reported that the screw loosened and upon further investigation of the patient, the customer found that the screw fractured and was stripped. The reported device was not returned and the reported complaint could not be verified as no pictures or objective evidence was provided by the customer. A root cause for this complaint could not be determined. The following sections have been updated: g4: date received by manufacturer . H6: evaluation codes.